Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 340415, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing worsening of numbness and weakness in the legs. The patient underwent an explant procedure. No device malfunction was suspected. The physician did not know if the lead was causing more pressure to the spinal cord and decided to remove everything as a safety precaution. The patient was doing well postoperatively.